Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump had damaged at the back of battery compartment. The customer¿s blood glucose level was 130 mg/dl. Customer reported that when they took battery out insulin pump was beeping and did not stop. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.